Event description:
A peritoneal dialysis (pd) nurse reported a patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy (rrt) was suspected of having peritonitis due to drain complications. Follow-up with the patient confirmed she was diagnosed with peritonitis on (B)(6) 2023 and is currently being treated with two intraperitoneal antibiotics (drugs, dosages, frequency, or durations unknown). The patient stated the cause of the peritonitis has not been determined as she practices good aseptic technique. The patient reported the drain complications have improved, and she continues to utilize the same liberty select cycler without issue. Attempts to obtain additional clinical information from the patient¿s pd registered nurse were unsuccessful.